Manufacturer narrative:
Other relevant device(s) are: product ID: y recx20375, serial/lot #: (B)(4), ubd: , UDI#: (B)(4); product ID: yrecx22375, serial/lot #: (B)(4), UDI#: (B)(4); product ID: yrirx16115, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 50mm diameter abdominal aortic aneurysm. It was reported that when the patient returned for follow up approximately 14 years post the index procedure, a type iiia endoleak between the components in the left common iliac artery was observed resulting in a slight sac expansion. An intervention procedure was carried out and the left limb was relined with an endurant limb. It was reported the leak was successfully sealed. Per the physician, the cause of the event is due to patient anatomy. No additional clinical sequelae were reported and the patient is fine.